Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient was to undergo an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve broke and was leaking. It was reported that the hemostatic valve broke on the vizigo sheath, and there was blood leaking back. The vizigo sheath was replaced, and the issue resolved. The procedure continued. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 4-may-2022, bwi received additional information regarding the event. The bwi company representative was unable to see the issue with their own eyes and cannot speak to what specific part of the hemostatic valve broke, or broke into two or pieces, or if it was separated from the sheath. Air did not enter the body. This issue did not require percutaneous or surgical removal. The patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown but a small amount. No medical intervention was required to stop the bleeding. On 19-may-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-jun-2022, the product investigation was completed. It was reported that an unknown patient was to undergo an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve broke and was leaking. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record evaluation was performed for the finished device number 50000095 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).